Event description:
It was reported that the surgeon inserted a 19.5 diopter aa4204vl silicone plate lens and the lens was torn by the injector durinig insertion. The lens was removed without any pt injury. This is one of two lenses the surgeon attempted to insert in this pt. See MFR report# 2023826-2007-01120.

Manufacturer narrative:
The product for this complaint was not returned for evaluation; however, the lens was returned and evaluated. A haptic plate and part of the optic was torn off and missing. The remainder of the lens was torn in half and there was a reddish residue on the lens.